Manufacturer narrative:
(B)(4). Additional concomitant medical products: 15-106054, m2a-38 cup non flared sz 54mm, 570030; x181312, bi-metric/x por collar 12x140, 460630. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported a patient underwent left hip revision approximately ten years post-implantation due to unknown reasons. The modular head was revised and a poly bearing was implanted. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual inspection of the returned device shows wear and black debris inside of the taper. Optical imaging of the morse taper of the modular head showed evidence of dark and light-colored deposits on the taper surface. Sem/eds analysis was conducted subject to certain constraints. X-ray detection in the sem is limited to a line-of-sight from the sample to the fixed eds detector. There are geometric constraints on the area of a bore sample that can be analyzed without sectioning of the sample. The modular head was mounted in the sem such that the taper axis made a shallow angle to the horizontal plane and the taper opening was pointed towards the eds detector. This permitted sem/eds analysis of only a narrow region close to the taper opening. The working distance required for this size of head was larger than is optimal for quantitative eds analysis. Therefore, quantitative analysis might have been subject to small, but difficult to quantify, errors. Sem examination revealed deposits on the taper surface. Axial wear or corrosion marks and shallow surface pitting were also visible on the taper surface. Quantitative eds analysis of the taper surface showed combinations of: cocrmo substrate material that showed elevated levels of cr, mo and o, possibly evidence of corrosion products titanium, possibly transfer from the stem taper eds analysis of the polished bearing surface of the head was consistent with cocrmo alloy. Additional information does not change the results of the previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported a patient underwent left hip revision approximately ten years post-implantation due to pain, lack of mobility, and defective implant. The modular head was revised and a poly bearing was implanted. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of the provided op notes.revision op-notes indicate the surgery was performed due to patient developing abnormal tissue reaction (altr). DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in the associated risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient's left hip has been revised ten years post implantation due to adverse local tissue reaction (altr). During the revision surgery, the fluid in the capsule was green and metallic colored gray. Gray staining inside of the capsule was noted. Attempts have been made and additional information on the reported event is unavailable.